Event description:
It was reported that even though no atrial lead was connected to the device, there was a supra ventricular tachycardia (svt) episode stored with atrial sensed events on the marker channel data. The episode was withheld due to the other (B)(4) algorithm. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.